Event description:
Additional information received 22-nov-2021 via email, date of event provided, clarified the event stating, the device would not operate in the cmv+peep mode. The expiratory time (te) and inspiratory time (ti) were also incorrect. Possibly other things wrong too.. Date of event updated, and there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Exhalation diaphragm was missing the technician applied the gas drive to input fitting and test lung connected to device , only getting continuous flow on continuous positive airway pressure (CPAP) and active peep settings. Technician tried to calibrate expiratory time (te) and inspiratory time (ti) but could not because the needles were getting stuck. The reported issue was confirmed. The reported issue was found to be related to faulty oscillator assembly. The root cause of the reported issue could not be determined with the provided information. The technician replaced faulty oscillator assembly.

Event description:
It was reported that the device would not operate in the cmv+peep' mode.